Manufacturer narrative:
(B)(4).

Event description:
Date of reoperation was (B)(6) 2015.

Event description:
The patient referenced in this event file is enrolled in an oberservational, prospective, multicenter, non randomized, single arm, open-label clinical study to evaluate the gore® tag® and conformable gore® tag® thoracic endoprostheses, including any newer models included on the lppr (list of reimbursable products and services) in the treatment of diseases of the thoracic aorta. The french national authority for health requires a 5-year follow-up as part of the renewal of reimbursement for these endoprostheses. On (B)(6) 2015, this patient underwent emergent endovascular treatment for an aortic rupture and a symptomatic penetrating aortic rupture of the descending thoracic aorta, and was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 4. The patient tolerated the procedure without any reported complications or endoleak. On (B)(6) 2015, the patient experienced pain in the thorax and a computed tomography (CT) scan showed a proximal type I endoleak and an additional conformable gore® tag® thoracic endoprosthesis was placed proximal to the previously implanted device. The endoleak was reported to have resolved on (B)(6) 2015. The physician reports that oversizing of the proximal landing zone may have contributed to the endoleak and does not consider the endoleak to be device related.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.